Event description:
The suction hose of the mobile dental cart becomes separated, reversing the air flow. This results in expelling of contents of the collection receptacle, possibly contaminating pts and medical personnel.